Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that nurse was attempting to connect pt to the dialysis machine. Air bubbles were found at the arterial extension lumen of the catheter. Blood leakage was found at the junction of the catheter and hub of the catheter. The catheter was pulled and replaced by the clinician. Date of implantation: (B)(6) 2012; date of explantation: (B)(6) 2014. No pt injury.